Manufacturer narrative:
The medical center in (B)(4) has not returned the impella product for analysis. The impella pump was discarded. No data logs have been returned for analysis either. The investigation of the clinical report shared with abiomed lead to a root cause of improper pump positioning by the medical team. The failure mode will be monitored and trended.

Event description:
An impella cp was placed for hemodynamic support of a patient admitted in (B)(6) with cardiogenic shock. The cp was supporting the patient when there were attempts made at repositioning the pump, within the left ventricle, due to less than optimal placement along the papillary muscle. There were concerns of hemolysis and the pump was explanted prematurely after 12.5 hours.

Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding - major. The device was not received for evaluation. The cause of the access site bleeding - major was patient condition and the relation to impella was determined to be unknown/unrelated. Additional information for the initial MFR 1220648-2021-01123 was provided in sections a5, b1, b3, b5, d6a, d6b, g1, h1, h6.

Event description:
The impella device was explanted due to hematoma. The patient survived the procedure.